Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The device was not available for analysis. A device history records review was conducted and this lot of products met all requirements per the applicable mfg quality plan. Angina and elevated cardiac enzymes are a known potential adverse event associated with coronary stenting. Pulmonary edema is either due to direct damage to the tissue or as a result of inadequate functioning of the heart. The damage could be associated with a myocardial infarction. The patient's medical history may be a contributing factor in the events. There is no indication the events were mfg or device related.

Event description:
The report is from the study. The patient was a male with 2-vessel disease. A planned staged procedure was planned at the time of the index procedure. The patient had a history of previous pci, hypertension, hyperlipidemia, and a family history of coronary artery disease. Medications at baseline were aspirin, clopidogrel, statins, other lipid lowering drugs, and ace inhibitors. The indication for the index procedure was stable angina pectoris. Medication during the procedure was aspirin, clopidogrel, gp iib/iiia (aggrastat), and heparin. The target lesion was the mid to proximal left anterior descending artery. Vessel diameter was 3.6mm and the lesion length was 25mm. Pre-procedure stenosis was 90% and timi flow was 0. The lesion was de novo, not ostial, irregular contour, eccentric, and was not tortuous, angled or calcified. The lesion was pre-dilated with a 2.5 x 12mm at 12 atm. A cra 33350 was deployed at 14 atm. The stent was post-dilated because, it was not fully expanded and there was insufficient flow. Post-dilation was conducted with a 4 x 13mm balloon at 24 atm. Post-procedure stenosis was 0% and timi flow was 2. For two days after the procedure. The patient was experiencing angina pectoris. Troponin level was >=5 times above the upper normal level. Three days after the procedure the patient had a sudden onset of acute pulmonary edema, which resolved with IV lasix and CPAP. The patient was discharged 12 days after the index procedure. Medications at discharge were aspirin, clopidogrel, insulin, statins, lipid lowering drugs, and ace inhibitor. The patient was followed up a month and six months later was asymptomatic. All medications were ongoing and uninterrupted.